Event description:
It was reported that the customer had high blood glucose of 19.0 mmol/l. Caller stated that the customer's insulin pump was not working correctly. It was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.